Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated that the device displayed multiple "battery low" messages prior to the user pressing the charge button. The device log, battery log, and testing of the device with received battery indicate the device powered off due to a low battery condition and not due to a device malfunction. Therefore, this claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.